Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at levels l4-5, with peek interbody device and r hbmp-2/acs plus local bone grafting. During the surgery, de-corticalization was done with a bar of the transverse processes of l3-4, l4-5 and then bmp soaked sponges were rolled in burrito fashion with local autograft and placed lateral to the screw. Reportedly, post-op, the patient developed nerve damage.